Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer changed the set so she can treat with the pump. The customer had irritation such as red, itching and burning. The size of the irritation is the size of the over tape. The customer was advised to speak with health care provider about alternative site placements.